Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the edges are sharp and scratch the gums (inside lower lip) and also scratch the side of the tongue (lower right side) as the outer edges have sharp spots. Current upper/lower aligner #1. Dental history includes orthodontic braces and grinding/clenching of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.